Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "the effect of scissor-type versus non-scissor-type knives on the technical outcomes in endoscopic submucosal dissection for superficial esophageal cancer: a multi-center retrospective study". The literature reported the result of 72 patients of the endoscopic submucosal dissection (esd) procedure using olympus single use electrosurgical knife kd-612l or kd-650l or non-olympus device from october 2015 to march 2018. In the subject case, there was 2 cases of perforation. Omsc will submit a medical device reports (MDR) depending on the event type.